Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific crm received info that the right ventricular (rv) lead exhibited loss of capture and the pt was symptomatic. A chest x-ray revealed fluid build-up and it was determined that a perforation had occurred. A revision procedure was performed to drain fluid from the pericardium and reposition the lead. The rv lead remains in service and the pt did not experience any additional adverse effects.